Event description:
It was reported that the spo2 plummets intermittently with clean pleth and good siq (3 stars). The neonate's color was pink and the neonate was not moving. This sudden decrease in spo2 is followed by a rapid return in value (the averaging time is set to 16s). The staff questions these unexplained drops in spo2. No patient incident reported.

Manufacturer narrative:
Additional attempts have been made to obtain the device. The device involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.